Event description:
It was reported that a downstream occlusion fault was observed during testing. It was confirmed during inspection of a returned pump that downstream occlusion error does appear in event log. The high-priority error occurred in non-clinical condition. However, if the issue reoccurs during infusion, it will interrupt therapy potentially affect the patient.

Manufacturer narrative:
B3. Date of event is unknown. The suspected device was returned for evaluation. There was no 12-month service history during the review. Event log reviewed and occlusion error was observed in event logs history. Visual inspection had been carried out, and no anomalies were observed. Functional test had been performed, and complainant allegation downstream occlusion error could be replicated. Replaced downstream occlusion (dso) sensor. The probable cause of the reported issue is dso sensor. The device passed all functional testing after repair.